Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic right upper lobe resection, on right upper lobe artery, the surgeon was able to press the green button but was unable to squeeze the handle and the device did not fire. When the device was dealing with vein tissue, two reloads were unable to fire. Until the device was replaced with the third reload, the device could be used normally. There was no patient injury.